Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 12-aug-2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium results on an a 39-year-old male patient with diabetic ketacidosis. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested k (mmol/l) sample roche on (B)(6) 2025, 22:27, ni, 3.2, a, I-stat on (B)(6) 2025, ni, 23:32, >9.0, b, I-stat on (B)(6) 2025, ni, 23:44, 3.3, c, roche on (B)(6) 2025, 3:44, ni, 3.7, d. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 26-aug-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h25142a.